Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "influenza" is considered an unexpected adverse drug experience. Concomitant therapies: cymbalta trazodone tramacet.

Event description:
Health professional reported injecting a patient with 1 cc of juvéderm¿ voluma¿ with lidocaine in the ck4, 1 cc of juvéderm® volift® with lidocaine in the ck4, and 1 cc of juvéderm® volbella® with lidocaine in the ck3, lp1, and lp2. Three months later, the patient was injected with 1 cc of juvéderm¿ voluma¿ with lidocaine in the ck1, ck4, and ck5, and 1 cc of ® volift® with lidocaine in the ck3. The patient reported that the injection sites have ¿inflammation¿ and are ¿tender to touch but come and go.¿ two months later, the patient has non-device-related ¿influenza¿ for 2 weeks and ¿atypical rash¿ 4 months later that took 2 weeks to resolve. The patient also reported ¿nodules¿ in the cheeks and infraorbital area. The patient was treated 6 months post-onset with clarithromycin 500 mg bid. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00332 (allergan complaint #(B)(4)), 3005113652-2020-00333 (allergan complaint #(B)(4)), 3005113652-2020-00334 (allergan complaint #(B)(4)), 3005113652-2020-00336 (allergan complaint #(B)(4)). This MDR is being submitted for the fourth suspect product, juvéderm¿ voluma¿ with lidocaine.